Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "encapsulation/capsular contractures" baker grade unknown, "stuck to ribs" and "concern with the product. Device remains implanted.

Event description:
Additionally, healthcare professional reports "back pain", "joint pain" and "thyroid issues" which are not device related.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis identified red particles on the shell and red encapsulation.

Event description:
Patient reported right side "encapsulation/capsular contractures" baker grade unknown, "stuck to ribs" and "concern with the product. Device has been explanted.